Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that redness was observed at the implant site a few weeks post-implant and (B)(6) was detected. The decision was made to only remove the left ventricular (lv) lead due to the patient's advanced age. It was thought the infection derived from the recent device replacement. The rest of the system remains in use. No further patient complications have been reported as a result of this event.